Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities. These instruments were manufactured at the (B)(4) facility as part of a (B)(4) pc. Lot in january of 2015. Evaluation of the returned instruments showed that the jaws of this instrument are aligned properly and the jaw gap in both the open and closed position measures to print specs. But the know is cracked at the luer port area. Further evaluation of this instrument shows that it picks-up, retains, closes and releases clips as required of its function both with and with out the use of silastic test tubing. We are unable to validate the alleged complaint since ware are unable to duplicate the alleged issue. Further evaluation showed that this instruments knob and handle mechanisms were dry feeling and irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time, it is undetermined what caused the alleged defect, but it is suspected that the customer did not 'lubricate" the petroleum or other remarks: silicon-based lubrication products. No corrective action required at this time. Per FDA guidelines for manufacturers which state: manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The jaws of the applier were misaligned and deformed, so the user had difficulty ligating a vessel with clips. No health injury was reported regarding this issue. No clips fell in the patient during use.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier were misaligned and deformed, so the user had difficulty ligating a vessel with clips. No health injury was reported regarding this issue. No clips fell in the patient during use.